Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unknown date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The peritonitis manifested as cloudy effluent and the patient was treated with unspecified antibiotics for the event. The patient was recovering from the peritonitis. No additional information is available at this time.